Manufacturer narrative:
Batch review performed on 19 jan 2026. Lot 2520129: (B)(4) items manufactured and released on 13-aug-2025. Expiration date: 28-jul-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At2 months from the primary, the patient came in due to an infection and the pathogen is unknown. The surgeon performed a washout and revised the insert to a same size insert. The surgery was completed successfully.